Event description:
The patient is reportedly experiencing episodes of intermittencies with her internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. Testing performed showed that the device is functional. Surgery to explant the patient's device will be scheduled.